Event description:
Customer reported issue when the alarm is in use with the nurse call cable the nurse's station does not sound. Customer tested the nurse call cable with a known working alarm and the nurse call cable works as it should. Customer did not provide the date of event. No pt incident of injury was reported.

Manufacturer narrative:
Results: eval of the alarm found that the red led nurse call fixture light toggles on and off when the nurse call cable is wiggled while plugged into the alarm. There are rattling sounds from inside the unit and the nurse call receptacle is damaged. There are cracks on the dust covers outside the battery compartment. Damages seen to the alarm unit could contribute to the issue found and the alarm has been in service for over two years. No corrective or preventative actions are required. (B)(4).